Event description:
It was reported that the pt's seizures had been well controlled with the vns, but she has recently had an increase in seizures. The relationship of the seizures to pre-vns baseline levels is unk. No current diagnostics are available, but the physician requested a battery life calculation to assess whether the device may be at end of service. The battery life calculation resulted in approx 0.35 years remaining until end of service. Attempts for further info have been unsuccessful to date. Generator replacement surgery is likely, but has not occurred to date.